Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The customer took a correction bolus via the pump. Reportedly, the elevated bg level was due to the customer counting carbohydrates incorrectly. The customer's bg level was reported to have stabilized. In addition, the customer had been experiencing difficulty charging the pump with the usb cable. A replacement usb cable was sent to the customer. Follow up with the customer confirmed that the pump was able to be charged using the replacement usb cable. There was no impact to the customer's blood glucose level due to the usb cable charging issue.